Event description:
It was reported that the patient was implanted with a deep brain stimulation (dbs) system to manage pain, but the patient had not used it since 1984. The patient stated the therapy never helped manage the patient's pain because her physician thought the patient's arachnoiditis was too extensive. The patient had two leads implanted into the brain, and believes the leads migrated to the "fear area of the brain" due to physical abuse. The patient stated she stopped using the stimulation because she would become paranoid whenever the stimulation was on. The patient noted that her physician "did testing with a computer system" to determine the leads had moved and had offered to revise them, but the patient declined. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 1982, product type: lead. (B)(4).